Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replace the batteries which were not due to be replaced until may of 2020. The unit passed full calibration, functional, and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed a getinge representative the cardiosave intra-aortic balloon pump (iabp) failed the battery run-time test. There was no patient involvement, and there was no adverse event reported.